Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device unit had undergone insufficient reprocessing as foreign material was found in the light guide lens, the air/water tube, and the air/water cylinder. There were several other forms of device wear and tear noted throughout the unit. Those include but are not limited to material discoloration, material deformation, scratching, and a loss of water tightness. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii colonovideoscope due to an angulation and distal end defect noted during device maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found in the light guide lens, the air/water tube, and the air/water cylinder. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
H10: per additional information obtained, the subject device was reprocessed before it was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of insufficient reprocessing leading to foreign material at the air/water cylinder, air/water channel, and lg-lens could not be identified. However, it¿s likely the cause is related to leakage occurring from the rl-knob and ud-knob. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.